Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that pump module s/n (B)(4) was programmed to infuse esmolol central 2500mg in 250ml at a rate of 10.2ml/hr at 3:38 am on (B)(6) 2015. The infusion rate was decreased several times between 3:38 am and 3:53 am. The volume recorded as being infused during this period was 1.805ml. Visual inspection noted minor dents and cracks on the rear case and a minor surface crack on the bezel underneath the membrane frame, however functional testing showed that the device is delivering fluid within specification with no rate accuracy issues noted. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an overinfusion, stating the nurse was able to notice it immediately and stop the infusion so there was no patient harm. Biomed tested the device and was able to replicate the issue. Although requested, no further patient or event information was provided.